Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2013-21510, 1627487-2013-21511, 16267487-2013-21512. The patient received two scs systems. It was reported the patient experienced pain at the ipg site for which he was given oral antibiotics. Subsequently, the patient went to the emergency room as the symptoms became worse. Follow-up identified the patient had both his scs systems explanted due to suspected infections. It was also reported that as of now, there is no plan to replace the systems.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.